Event description:
It was reported that after the patient was tased by the police she had a loss therapeutic effect. She was unable to adjust the stimulation and the programmer had the "poor communication" screen. The device felt flat in the pocket. The patient was redirected to her physician. Additional information was requested.

Manufacturer narrative:
(B)(4).